Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that he attended a procedure at (B)(4). The surgeon scheduled an open reduction with internal fixation of a right distal radius and an open reduction with internal fixation of a right scaphoid. Procedure was carried out as planned and both procedures were performed. On the distal radius, he used a 2.4mm variable angle locking extra articular volar distal radius plate with 2.4 mm cortex screw (1) and (7) 2.4 variable angle locking screws. On the scaphoid, he used a 3.0 mm headless compress screw. On (B)(6), 2015 a revision of hardware on the distal radius at (B)(6). Removed the hardware from the right distal radius. He reimplanted the 2.4 mm variable angle extra articular volar distal radius plate that he removed and (4) 2.4 mm variable angle locking screws, 2.4mm variable angle locking screw from the tray. The hardware in the scaphoid was left intact. Sales consultant reported that the revision was done because the surgeons place the plate incorrectly during the first surgery. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown 2.4 variable angle locking extra articular volar distal radius plate device was not fully explanted. On (B)(6) 2015, the device was removed and reinserted during the revision procedure. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.